Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for atrial fibrillation (af) with rapid ventricular response. Technical services (ts) discussed programming options at that time. Additional information was received which reported that the device later delivered inappropriate atp, which accelerated the patient's rhythm, and the device delivered a shock, which terminated the rhythm. The patient was referred to their cardiologist for further review. No adverse patient effects were reported. The device remains in service.